Event description:
Significant inflammation (knee) [arthritis]. Case description: a spontaneous report was received on (B)(6) 2010, from a female consumer regarding a patient of unknown age, gender and initials, with a history of osteoarthritis, who experienced a significant inflammation in the knee and had to undergo surgery (nos) after receiving synvisc-one. The patient received an unknown number of synvisc-one injections on unknown dates. The reporter reported that the patient experienced a significant inflammation after receiving synvisc-one. The patient then required surgery. No other information was provided regarding the surgery. At the time of this report, the outcome of the patient is unknown. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Event description:
The customer reported to the service depot on 30 december 2009, a colleague infusion pump with a "failure in channel a display and it just alarmed and shut down the infusion" that occurred on (B) (6) 2009. The customer turned the pump on in biomedical area and it just had a continuous high pitch tone on channel a with no screen. The failure occurred during patient therapy and stopped the infusion. The infusion was quickly switched to a different pump and the infusion was continued. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4). The user interface module master software version for this device (B) (4), categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that the daugher board printed circuit board was not inserted properly into the user interface module printed circuit board u5 socket. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)the pump is available and will be sent to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.